Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as a touch contamination, specifically, as the patient is getting confused. The patient was hospitalized for the peritonitis event. The patient was treated with unknown antibiotics. At the time of this report, the patient is scheduled for transfer to hemodialysis, and is recovering from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.